Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00x28 synergy ii drug-eluting stent was selected for use to treat the lesion. However, during preparation when the stent was removed from the hoop, the stent was found to be hanging off the end of the balloon. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the centre to distal struts were pulled, misaligned and stretched over the distal tip. The outer diameter (od) was measured using a snap gauge. The complaint report states that the stent dislodged during preparation however no stent detachment was evident during analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. Crimp markings were evident on the exposed balloon wall indicating overall crimp contact between the coated stent and balloon. The product stent protector was not returned for analysis with the device. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issue with the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00x28 synergy ii drug-eluting stent was selected for use to treat the lesion. However, during preparation when the stent was removed from the hoop, the stent was found to be hanging off the end of the balloon. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.